Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The parent of a customer reported via phone call that the insulin pump alarms no delivery and that her child has had unexplained high blood glucose. The customer's blood glucose reading was 250 mg/dl at the time of incident but the high blood glucose level was unknown. The customer indicated that the alarms were resolved by a complete set change. Customer was advised to call when another alarm occurs for further troubleshooting.